Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tenaculum forceps instrument had wire exposed or broken and sticking out of instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the wires were exposed on the instrument. The instrument had protruding cable(s) one(s) that controls opening/closing of the jaws and those that controls up/down motion of the wrist.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.